Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-04541 . Additional information received identified the leads were explanted and replaced which resolved the issue. Effective stimulation was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-04541. It was reported the patient experienced ineffective stimulation as the patient was unable to increase the amplitude. System diagnostics determined high impedances on the leads. Reprogramming was tried multiple times which resolved the issue at the time. However, the issue keeps reoccurring. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-04541.